Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use with bd phaseal¿ optima protector p20-o doxorubicin leaked. There was no report of patient impact. The following information was provided by the initial reporter:  while I was preparing doxorubicin for a patient. We were using a part vial which had only been used no more than twice prior (two punctures max based off volume remaining). Upon disconnection of my first syringe it was evident that there was doxorubicin on my external septums.

Event description:
It was reported that during use with bd phaseal¿ optima protector p20-o doxorubicin leaked. There was no report of patient impact. The following information was provided by the initial reporter:  while I was preparing doxorubicin for a patient. We were using a part vial which had only been used no more than twice prior (two punctures max based off volume remaining). Upon disconnection of my first syringe it was evident that there was doxorubicin on my external septums.

Manufacturer narrative:
H.6. Investigation: photo received for investigation. Upon visual inspection an optima protector previously connected to an optima injector is observed. No damage to the optima membranes or the optima shield was observed. A red shadow could be observed on the optima membranes, however leakage cannot be confirmed based on the images received. A device history review was performed for potential lot 2105413, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this reported issue. Since physical samples are not available for investigation, we are unable to confirm leakage. Fifteen retained samples from the same lot were evaluated and no defects were observed in the luer cone or luer thread. No damage was observed on the requested retained samples. Leakage test was performed, no defects were observed. Functional testing was performed, sample was attached to a syringe+ a protector connected to a vial. After aspirating the colorant from the vial to the syringe, no issues or leakage were found on the injector. No luer lock disconnection occurred.